Manufacturer narrative:
The insulin pump was received with currents in spec. The pump passed rewind test, basic occlusion test, occlusion test, excessive no delivery test and displacement test. Unable to prime during the prime test due to faulty force sensor system. No unexpected excessive no delivery. The pump had minor scratched lcd window, cracked case near display window corners, cracked reservoir tube lip and cracked lcd window. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported of no delivery alarm. The customer's blood glucose level was 4.9 mmol/l at the time of the incident. The insulin pump passed the 5-unit prime, self-test and no reservoir test. The product was returned for analysis.